Event description:
A customer reported a past incident of low blood glucose, with the lowest level recorded as "low," although a specific value was not available. Low bg cause was not known. The customer consumed carbohydrates to address the situation. Technical support suggested that the customer consult a healthcare professional to discuss factors affecting their blood glucose levels.